Event description:
As reported: "performed an I&d tibial insert exchange on a right ts knee due to acute infection." Rep provided usage sheets from initial surgery. In total 4 units simplex hv has been used. 3 x lot 118aa820ac, exp. Date: 05/31/2023. 1 x lot 112ad821bc, exp. Date: 03/31/2023.